Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with a implantable cardioverter defibrillator that was far field r-wave oversensing on the atrial lead. The patient did not receive therapy during the event. Programming changes were made to address the oversensing. The patient is stable with no complaints.